Event description:
Ketosis: a woman from canada reported that she experienced ketoacidosis. According to the woman, she had been using the device in question since december 1991 with few problems, however, in december 1998 the dialing mechanism was not rotating and the device would not deliver insulin. A new device was supplied on december 27, 1998. For the next 16 days the woman's blood glucose levels became erratic and hard to control. The second device was tested in the presence of a diabetes nurse educator and it was able to dial the dose but it did not make the click sound as the insulin was supposed to be delivered. The woman was hospitalized and treated. The woman is now using novopen 1.5 and novopen 3 devices but she is hesitant about trusting them. No further info concerning the woman or the event is known.